Manufacturer narrative:
(B)(4) the customer submitted one photo for analysis; the photo shows the iabc bifurcate with the serial number label. The serial number noted in the photo matches the serial number reported on the complaint form. No defects or abnormalities were observed. The customer complaint of helium loss alarms could not be confirmed through the customer photo. The product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss 2 alarms with increased frequency" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "helium loss 2 alarms with increased frequency". Additional information states that the iab catheter was not yet removed. However, the user stated that the team would plan to remove the iab catheter during a planned CABG surgery. The patient's current condition is reported as "fine".

Event description:
It was reported "helium loss 2 alarms with increased frequency". Additional information states that the iab catheter was not yet removed. However, the user stated that the team would plan to remove the iab catheter during a planned CABG surgery. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).